Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uk9v, implanted: (B)(6) 2015, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0uk9v, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A manufacturer representative reported that an implantable neurostimulator (ins) was defective. During an implant procedure, a lead could not pass through the ins. The physician tried to loosen the setscrew in the ins, but it would not work. The physician tried to use the directional guidewire to clear a path for the lead into the ins, but it wouldn't pass through either. A new ins was used and the lead was easily able to pass through that ins and was locked into place by the torque wrench. The issue was resolved and there was no injury to the patient. The patient's indication for use was noted as urinary dysfunction and gastrointestinal/pelvic floor.